Event description:
It was reported that within a week of implant, the patient came in with pain. Different diagnostics were conducted and a perforation was suspected. During the operation, it was noted that an effusion happened in pleural cavity. During the lead replacement procedure, the effusion extended to the pericardium. Open heart surgery was conducted with successful repositioning of the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.